Event description:
Customer was hospitalized for high blood glucose and dka. The customer had nausea and was vomiting. The customer was not using the pump at time of call and troubleshooting could not be performed.